Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2018 for diabetic ketoacidosis. The customer's blood glucose at the time of admission exceeded 600 mg/dl. The customer was vomiting as a symptom of their hyperglycemia. The customer was treated in the ICU until their blood glucose stabilized. It was also noted that prior to the hospitalization, the customer's blood glucose ranged from 404 mg/dl and suddenly dropped to 47 mg/dl after two hours passed. During troubleshooting for the high blood glucose, no set or reservoir issues were noted. Additionally, the insulin pump was over-heating. The caller noted a singed mark on the bottom on the insulin pump. The caller did not know how the damage occurred. The customer was advised to discontinue usage of the insulin pump and revert to their medically-prescribed backup plan. The insulin pump will be returned for analysis.